Event description:
The territory manager assisting a (B)(6) male patient contacted zoll lifecor customer support to report that the patient had claimed he just got treated. The patient was provided with a replacement electrode belt and battery charger.

Manufacturer narrative:
Device manufacture date: electrode belt (B)(4): 10/2009. Battery charger (B)(4): 10/2009. Device evaluation summary: device evaluations of electrode belt (B)(4) and battery charger (B)(4) are currently underway. The reported problem (patient treatment) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the patient treatment.